Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue was not reproduced on-site. The control pcb (printed circuit board) was exchanged according to the recommendations in the service manual but not returned for investigation. System software was re-installed and functional test performed before the ventilator was returned to service. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pcb communication failure with the monitor pcb. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received ventilator logs. The cause of the reported failure has not been established.

Event description:
Manufacturer ref. #: 218654.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported the ventilator generated errors indicating a communication error and disabled valves during patient treatment. There was no patient harm. (B)(4).